Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, an attempt appeared to have been made to shape the tip of the guidewire. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. Bubbles with uncollapsed dome were noted from the distal tip to 15.2cm from the distal end. The core wire distal end was observed through the distal tip dome. The nitinol tubing proximal bond was in place. The guidewire ptfe coating was examined under magnification and the ptfe was damaged and was peeled/scraped off in several places along its proximal section between approximately 24cm to 26cm from the proximal end. As the hydrophilic coating was damaged it was not possible to perform a functional test. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analysed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the device was used in conjunction with an xt-27 microcatheter. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. There was no friction/resistance encountered during the procedure and no force was used to overcome the resistance. The guidewire tip was shaped to approx. 45 degree. After shaping the device and advancing it through the xt-27 microcatheter the issue was noted. The procedure was completed by replacing the guidewire with another synchro wire. There was no patient involvement and the patient¿s anatomy was not tortuous. Analysis of the returned device found an attempt had been made to shape the guidewire and also found the hydrophilic coating had bubbles with uncollapsed domes present. The bubbles found on the distal end of the device were analyzed. Based on the results of testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but would most likely have contributed to the reported issues. However, based on the review and analysis of the available information, the cause of these anomalies cannot be determined. Therefore a cause of 'undeterminable' has been assigned to the as reported guidewire distal tip poor shape retention and guidewire torque problem and as analyzed 'guidewire hydrophilic coating surface rough. Further analysis of the returned device also noted a section of the ptfe coating was peeling or had peeled off at the proximal end of the guidewire. It is probable the torque device was not adequately tightened which allowed the device to move up and down the proximal end of the guidewire, resulting in the peeled ptfe coating. As the torque device was not returned back with the device, it cannot be determined if this contributed to the ptfe coating peeling. Because on this, an assignable cause code of undeterminable was assigned to the as analyzed guidewire ptfe coating peeling. Should any information become available in the future that could impact the current assessment decision, the complaint will be reopened and updated accordingly.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.